Event description:
Hair found in sterile lap sponge pack. Manufacturer response for sterile laparotomy sponge, (brand not provided) (per site reporter). A no charge replacement provided. Reported but no response.